Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that the product was used off-label and the indication for use was device code ezw and PMA / 510(k) #p9700004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation, non-malignant pain, and other non-malignant pain. It was reported that the patient's spinal cord stimulation (scs) device was being used for both leg pain and urinary control. The patient stated that they are still having to self-cath. The patient stated that their leg pain is better, but they are still having issues getting the urine out. The patient stated that their healthcare provider (hcp) is trying scs for pain and bladder control, as they found that using scs on paralyzed patients has also helped them with regaining bladder control. The patient has zone 1 for bladder control and zone 2 for leg pain. The patient had them turn off their interstim device and is just using the scs for both. No further complications were reported or anticipated. Additional information was received from a manufacturer representative. It was reported that the plan was to meet with the patient to adjust stimulation in his bladder in hopes of better therapy; however, the patient cancelled his last two appointments due to illness. The patient was back on the schedule, and as soon as the rep meets with him further programming would be done. This event was initially reported in manufacturer¿s report # 3004209178-2016-09397. Additional review indicated the reported issue pertained to the device indicated in this report. Any additional information regarding the event will be reported in this report